Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2019 with the following findings: a review of the black box showed "loss of prime events¿ with a low non-zero force. Investigation testing was unable to duplicate the "loss of. Prime events" during basal duration testing. The force sensor calibration test confirmed the force sensor was within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.